Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the coil embolization for internal carotid aneurysm procedure a part of the coil was deviated, so operator has decided to use stent (subject device). As the stent was advanced into the microcatheter resistance was felt and stent was deployed in a microcatheter. The deviated coil returned to the aneurysm without the physician's intention. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the coil embolization for internal carotid aneurysm procedure a part of the coil was deviated, so operator has decided to use stent (subject device). As the stent was advanced into the microcatheter resistance was felt and stent was deployed in a microcatheter. The deviated coil returned to the aneurysm without the physician's intention. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.